Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil is bent". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pyrexia ("fever"), menstrual disorder ("periods affected") and dysmenorrhoea ("very painful when periods starts"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, pyrexia, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, menstrual disorder, pelvic pain and pyrexia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "left coil is bent". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), pyrexia ("fever"), menstrual disorder ("periods affected") and dysmenorrhoea ("very painful when periods starts"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, pyrexia, menstrual disorder and dysmenorrhoea outcome was unknown. The reporter considered back pain, dysmenorrhoea, menstrual disorder, pelvic pain and pyrexia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Essure removal done. On 20-mar-2020: social media content received: reporter added. Events: periods affected, painful periods and left coil is bent" were added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.